Event description:
The customer reported that the image color quality was poor and that intermittent blackouts occurred during inspection for use involving an olympus laparoscope, gynecologic. There were no reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.